Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose level of 750 mg/dl. The customer was hospitalized. The customer's parent stated there was an absence of a no delivery alarm and under delivering. Troubleshooting was not performed. The product will be returned for analysis.